Event description:
(B)(4). Since having the essure procedure I have had excessive amount of pain with menstruation and bleeding so badly that after an hour I am soaked through a super tampon and a pad onto my clothing. I have also been passing golf ball sized clots